Event description:
It was reported on (B)(6) 2019, during the implant procedure, the physician had difficulty with extending the helix mechanism of the ra lead. A j-stylet was inserted into the lead to try and get the lead to extend, but after several attempts, the helix still could not be extended. The physician was finally able to find a good position in the ra, and was able to get the helix to extend with good parameters. The device was connected, and interrogated during the post procedure check, but the ra was not showing an atrial signal, but a ventricular signal. The patient had a tac exam to determine where the lead was positioned, and lead perforation was suspected. The patient was then transferred to another hospital where a lead revision was performed. The lead was explanted with no issue and replaced with a new one. The physician was also able to rule out the suspected perforation. No further consequences were reported, and it was indicated that the patient was doing well.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported on (B)(6) 2019, during the implant procedure, the physician had difficulty with extending the helix mechanism of the right atrial (ra) lead. A j-stylet was inserted into the lead to try and get the lead to extend, but after several attempts, the helix still could not be extended. The physician was finally able to find a good position in the ra, and was able to get the helix to extend with good parameters. The device was connected, and interrogated during the post procedure check, but the ra was not showing an atrial signal, but a ventricular signal. The patient had a tac exam to determine where the lead was positioned, and lead perforation was suspected. The patient was then transferred to another hospital where a lead revision was performed. The lead was explanted with no issue and replaced with a new one. The physician was also able to rule out the suspected perforation. No further consequences were reported, and it was indicated that the patient was doing well.